Manufacturer narrative:
The suspect product is the compact test strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 380 mg/dl and 116 mg/dl on the compact test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact test system: meter, strip lot 20659342 with expiration date 08/31/2008.